Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's navigator switch, valve, memory chip in the cpu board, and reseating the cables, unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No pt injury was reported.